Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2014 with the following findings: there was a battery compartment leak found during the leak test. There was moisture found in the battery compartment but not inside the pump. The battery compartment was cracked along the left side to the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.